Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 11/23/2021. H.6. Investigation: four open and forty two sealed 32g x 4mm pen needles samples were returned from lot. No. 1033657, cat. No. 320561. Visual examination and a clog test as per tp700483 was carried out on the four open samples and twenty six of the sealed samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified h3 other text : see h.10.

Event description:
It was reported that the bd ultra-fine¿ pro pen needle was not permeable and difficult to use as a result. The following information was provided by the initial reporter, translated from german to english: "injection cannulas are not permeable, needles do not pierce or are bent."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ pro pen needle was not permeable and difficult to use as a result. The following information was provided by the initial reporter, translated from german to english: "injection cannulas are not permeable, needles do not pierce or are bent."